Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have been hospitalized on the first or second week of (B)(6) 2014; customer does not recall. Customer's blood glucose was 500 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer believes this was due to bent cannulas. Customer states insulin pump never alarmed no delivery. Customer was wearing insulin pump at the time of hospitalization. Customer states her healthcare professional has requested that she begins insulin pump therapy as she had been off of the insulin pump for about three weeks and was treating with insulin pen. Customer would like to replace infusion sets. No further information provided.